Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistently elevated blood glucose readings around the mid-300s while using the ilet with an inset infusion set; the caregiver noted no visible kinks or moisture at the site, the user had recently changed supplies, had just eaten a bar, and was advised to allow the ilet to correct and to perform a site change to ensure proper insulin delivery. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or affected device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.